Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # (B)(6), which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding wireless recharger (wr). It was reported that the rep called today with a new wr that they were activating before a case today. They noticed that after placing wr on the dock, the wr battery icon lights began continuously cycling and flashing. The rep tried multiple resets and attempted one with technical services today, this didn't change outcome of the wr function. The rep also stated that they placed the wr on dock for 10 min to see if that would correct the situation and it didn't. An email was sent to repair to let them know that wr would be coming back. Also, sent email to rep with case # and address to return to repair. There was no patient involvement in this event.